Manufacturer narrative:
There is no known patient involvement. The exact date of event has not been provided. It is only known that the positive test result was received in april 2018. This information will be provided in a supplemental report if made available. The device serial number is unknown. This information will be provided in a supplemental report if made available. The hospital information is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The initial report alleged that the genome sequencing performed on the isolate suggests that it may belong to the same strain that has been linked to other cases of m. Chimaera infection in the (B)(6) area., though it is unknown at this time if the reported contamination is in fact from this same strain. No further information was provided about the other infections or if they have been determined to be linked to a heater-cooler device. As the customer has reported that the heater-cooler device has tested negative for contamination since installation in (B)(6) 2015, livanova (B)(4) believes the source of contamination originated from the hospital. However, the user reported that the source of the contamination is unclear at this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The report indicated that the machine has been maintained according to the instructions for use (IFU), and that all previous testing conducted since the purchase of the device has been negative for m. Chimaera. The customer also reported that the unit was removed from service following the positive test result in april 2018 and has been decommissioned. There is no known patient involvement. The initial report indicated that no clinical cases of m. Chimaera have been identified in relation to the use of the involved heater-cooler device.

Manufacturer narrative:
Manufacturing date was determined being 4th of december 2014.

Event description:
See initial report.

Manufacturer narrative:
The serial number of the device has been received. Livanova (B)(4) received further information about the submitter.